Event description:
It was reported to philips that the system would not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips filed service engineer (fse) visited the site and confirmed that the system would not start. Upon troubleshooting, it was identified that all of the equipment's leds were inactive, and the issue was determined to be caused by defective power supply. The philips engineer replaced the defective power supply and returned the to philips for further analysis. The analysis identified the pcb and psu 1 are defective. The root cause of the power supply failure was due to 24 v failure. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.